Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, due to the alarms, the customer was unsure of the amount of units delivered, and continued to deliver additional insulin. Blood glucose level was in the 60's (mg/dl), and was addressed with food. Reportedly, the supplies were changed to address the event.